Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a needle that was loose/pulled out of hub. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 305106, batch no: 8324762. Per customer, needles breaking off the hub.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30x1/2 rb experienced a needle that was loose/pulled out of hub. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 305106, batch no.: 8324762. Verbatim: per customer, needles breaking off the hub.